Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample. The customer was admitted to the hospital, however, not solely on the basis of the discordant troponin result. Subsequent troponin test results were normal. The customer performed repeat testing on the initial pt sample and the result was normal. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur cp troponin ultra results is unk. The instrument is performing within specification. No further evaluation of the device is required.